Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during the pre-use check and also generated an error indicating communication error or expiratory channel failure. Our field service engineer investigated the ventilator on site. The o2 gas module and the expiratory channel printed circuit board was found to be defective and needs to be replaced. No further issues have been reported after the event. The defective parts were not replaced for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported, that the ventilator during pre-use check generated a communication error or expiratory channel failure, and failed flow transducer test. There was no patient involvement. Manufacturer ref. #: (B)(4).